Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated on (B)(6) 2018 the patient came into the clinic with the pump alarming. The pump was interrogated and reportedly showed the stopped pump. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The pump was set to minimum rate and the patient was covered with oral medications and scheduled for replacement on (B)(6) 2018. It was unknown what actions/interventions were taken to resolve the issue and the issue was not resolved at the time of this report. Other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s status at the time of this report was ¿alive- no injury.¿ it was reported the patient¿s weight and medical history were asked, but unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2018-aug-29. It was reported that on 2018-jul-17 the patient reported beeping and the personal therapy manager (ptm) would not work to basic home infusion who called the clinic (note it was previously reported that the ptm code began on 2018-jul-29). On 2018-aug-03 the patient called the clinic and on 2018-aug-09 the pump was interrogated at the clinic and telemetry showed pump stopped for 235 hours 36 minutes with no recovery noted. The tablet "r2j5002592" was used to interrogate the pump (software version 1.0.7493). The cause of the motor stall was not determined. They were not certain if the flu-like symptoms and diarrhea were related to the motor stall but the clinic and patient felt that it was. Pump replacement was scheduled for 2018-aug-13 but the patient cancelled due to flu-like symptoms so the pump was still implanted at the time of this report. It was unknown if the motor stall, stopped pump and symptoms had been resolved as the patient had not called to reschedule surgery and t hey were not able to reach the patient as they had not responded to messages. The pump session report from the interrogation at 10:04 am 2018-aug-09 was included with the report and confirmed the message of the pump being stopped for 235 hours and 36 minutes along with a report that the pump was currently stalled. The logs were not included with this report. The drug information in the pump showed that it was delivering morphine sulfate [25.0 mg/ml] at a dose of 10.998 mg/day, bupivacaine [10.0 mg/ml] at a dose of 4.399 mg/day and clonidine [60.0 mcg/ml] at a dose of 26.394 mcg/day when the pump was first interrogated, and that it was changed to minimum rate. The alarm was also changed to every two hours.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal clonidine, bupivacaine, and unknown morphine (concentration and doses unknown) via an implanted pump for post lumbar laminectomy syndrome and spinal pain. A motor stall was seen on initial interrogation and the patient did not recently have a MRI. The pump status and/or event log reported a motor stall occurred and was active. The patient was seeing the 8476 code on their personal therapy manager (ptm). The reason for the call was to confirm what the code meant. It was confirmed there were no sources of electromagnetic interference (emi)/magnetic sources present. It was noted they were already planning on replacing the pump soon since it was near the elective replacement indicator (eri). The patient started to feel bad, but thought it was the flu. The patient also had diarrhea. The flu like symptoms began around the (B)(6) and the diarrhea started last week. The 8476 code on the ptm began on (B)(6) 2018. No further complications were reported/anticipated or expected.